Event description:
A healthcare professional reported that nm-f4316 lot#9000903 implant lacked primary stability on tooth #4, due to low torque. A secondary implant was placed after removal. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has diabetes, osteoporosis. The device was forwarded to the manufacturer. No other medical issues were reported.